Event description:
It was reported that patients paddle lead was damaged during a non device related surgery. The patient underwent a lead replacement procedure. No device malfunction was suspected. The explanted device was discarded by the medical facility.